Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button had to press down hard for them to take action. Customer stated they received unexplained motor errors as well. Customer stated insulin pump rejected the batteries. Customer received frequent no insulin delivery alarm. Customer stated setting was lost during battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.